Manufacturer narrative:
A preliminary investigation was performed by zoll service personnel at the customer's site in (B)(4) . The reported complaint of "the autopulse platform (s/n (B)(4) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during the preliminary functional testing, as the autopulse platform displayed the ua07 advisory message upon powering up. No physical damage was observed on the autopulse platform during the preliminary visual inspection. The root cause for the ua07 advisory message was due to a defective load cell, likely attributed to mishandling such as a drop or a defective component. Further investigation and service will be performed at zoll (B)(4). Zoll (B)(4) has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4) .

Event description:
During shift check, the autopulse platform (s/n (B)(4) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory message. The customer replaced the lifeband to troubleshoot, but the issue persisted. No patient involvement.

Manufacturer narrative:
The autopulse platform (s/n (B)(6) was received and evaluated at zoll malaysia service depot. The reported complaint that "the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during functional testing and archive data review. The root cause of the ua07 advisory message was the defective load cells. The damaged/cracked covers and defective load cells were likely attributed to mishandling such as a drop. During visual inspection, it was noted that the head restraint wires were broken or cut off and completely detached from the top cover. In addition, the front enclosure was observed to be scratched and broken at several screw well areas. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impact due to user mishandling. The front enclosure, top cover, and all their associated parts were replaced to address the observed issues. During open case inspection, both front and bottom enclosures were removed, and fluid ingress was found inside the autopulse platform, unrelated to the reported complaint and attributed to user mishandling. The contamination had formed significant corrosion on the top cover metalized inner surface. In addition, the channel die-cast also exhibited corrosion due to the fluid ingress, and therefore, it was replaced. After replacing the top cover, the autopulse platform was bio-cleaned. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization test results confirmed both load cells were over-reporting (defective), and they were replaced to remedy the fault. Unrelated to the reported complaint, it was noted that the autopulse display screen (lcd) had missing lines and pixels. The root cause of the noted issue was the defective lcd transmissive board, most likely attributed to fluid ingress and mishandling. The defective lcd transmissive board was replaced to address the issue. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to the age of the platform and user handling/neglect. This autopulse platform was manufactured in august 2011 and is over 10 years old, well beyond its expected service life of 5 years. The impact of the sticky clutch was not severe enough to make the platform non-functional. The issue was resolved by deburring the clutch plate. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).